Event description:
The customer reported the system would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge representation evaluated the system but no conclusion can be drawn, as repair information is not available.